Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor position encoder error and motor error. The blood glucose of the customer was unknown. Customer stated the drive support cap was appears normal. Customer also stated insulin pump was not exposed to high magnetic. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten.